Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection confirmed that the connector cone, segments, and tabs were in good condition. The control knob is attached and aligned with fiber and can rotate the fiber. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was identified that the glass cap exhibited a distal circumferential fracture. The glass cap also exhibited mild devitrification at the output window, please note that the fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is cause by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Also, the fiber metal cap exhibits mild debris adhesion on its surface, indicative of prolong tissue contact. Therefore, the reported event was confirmed. In addition, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. Therefore, the fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.